Manufacturer narrative:
Patient information was unavailable from the site. Onsite functional and visual examination was performed by a manufacturer representative. The issue was likely caused by software malfunction. The system passed a system checkout and was returned to an operational condition. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a spinal fusion procedure. It was reported that after the imaging system sent the scan the navigation system was stuck in "exiting mode". Navigation and imaging was aborted. There was no reported delay and no reported impact to patient outcome. The site decided to switch to a non-navigated procedure.

Manufacturer narrative:
Additional information: correction: initial reporter updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the issue occurred in an osteosynthesis of the posterior pelvic ring. Additionally, it was reported the patient was awoken from anesthesia and that a small incision had been made.

Manufacturer narrative:
The logs for the navigation system were reviewed by medtronic personnel. However, the logs provided no additional insight into the probable cause of the anomaly. The software investigation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided. If information is provided in the future, a supplemental report will be issued.